Event description:
It was reported that the patient had a explant for a unknown reason. No further information is available.

Manufacturer narrative:
The proclaim 5 ipg was explanted for unknown reasons. Per event details, the ipg was returned to abbott for testing and/or warranty assessment. However, there is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.